Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window the metal cap exhibits moderate detritus adhesion; the outer flow tubing is loose from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph prostate procedure at 13,578 joules and 15 minutes of usage, the fiber "defected." The fiber was exchanged and the procedure completed by an alternative procedure (turp). Patient outcome: ¿no injuries occurred to the patient¿ was reported.